Event description:
It was reported that during implant procedure, no sensing or shock impedance could be measured when connecting the lead to the device. The device was replaced. The patient¿s condition was good.

Manufacturer narrative:
UDI (di): (B)(4).

Manufacturer narrative:
Correction MDR required to correct section d10 date returned to manufacturer. The return date on the initial MDR is incorrect.

Manufacturer narrative:
The reported field event of impedance anomaly could be confirmed in the laboratory via review of provided printouts. The device was tested on the bench and no anomaly was found. The cause of the sensing and impedance anomaly could not be determined.